Event description:
It was reported that after a percutaneous transluminal coronary angioplasty of the left anterior descending and right coronary arteries, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Reportedly, as the device was being advanced into the artery, resistance was met. The device was removed over a guide wire and a non-abbott device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance encountered during device insertion was confirmed as indicated by the needle plunger remaining in the pre-deployed position and the sheath being kinked at the proximal end below the suture bearing area. Based on visual analysis and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.